Event description:
It was reported that the patient had an issue with an infusion set cannula that did not properly insert. Patient stated to have not feel or hear the normal ¿click¿ during insertion but proceeded and went to sleep and was later awakened during the night by a high glucose alert showing readings over 400 mg per dl. Upon removing the infusion set, pwd observed that the cannula appeared bent and the area beneath the set was wet, indicating possible leakage and lack of insulin delivery. Patient replaced the infusion set, after which glucose levels returned to normal. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.